Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the lockscr f/nails ø5 l 34 xl25 was found with signs of wear in the middle of the body threads. This may be attributed to the fracture of the nail at the distal part, which could have caused the deformation of the threads. No other issues were observed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional evaluation was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the lockscr f/nails ø5 l 34 xl25 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a manufacturing record evaluation was performed for the finished device product code: 04.045.034s. Lot number: 26157p3. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 20 aug 2024. Manufacturing site: jabil grenchen. Expiry date: 01 aug 2034. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent revision surgery on (B)(6) 2025, due to a broken nail. The nail broke at the locking hole. During manufacturer inspection, it was found that the lockscr f/nails ø5 l 34 xl25 had signs of wear in the middle of the body threads.